Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentration and high hcg clinical urine samples. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor initially reported the event on behalf of the customer. The patient's last menstrual period was (B)(6) 2018. A urine sample was collected from the patient and produced a negative result on a medline hcg urine cassette. The customer obtained a pregnancy test from a drug store and received a positive result. The incident occurred on three other patients (refer to MDR 2027969-2018-00050, 2027969-2018-00052, and 2027969-2018-00053). Three of the four patients obtained a positive result on a home pregnancy test prior to facility visit. The customer was unable to specify which patients.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient received a positive hcg result at a hospital. No additional information regarding this event is available per customer. On (B)(6) 2018, the patient arrived at the facility to confirm the pregnancy. A urine sample was collected from the patient and produced a negative result on a medline hcg urine cassette. No treatment was administered or withheld based on the medline hcg urine cassette result. The customer questioned the validity of the test and decided to perform an additional test using a first response over-the-counter (otc) pregnancy test 1.5 to 2 hours later. The first response test provided a positive hcg result. The facility called back the patient and an ultrasound was performed but was determined to be inconclusive. No gestational sac was identified by the ultrasound. The patient was subsequently sent home after being provided a precautions paper regarding miscarriages. On (B)(6) 2018, the facility followed up with the patient who stated that she had a miscarriage sometime between (B)(6) 2018. The patient was unable to confirm the date of the miscarriage. The customer was unable to confirm if the miscarriage was spontaneous but is not alleging any relationship between the medline hcg urine cassette result and the miscarriage. On (B)(6) 2018, a blood sample was drawn and produced a serum beta hcg quantitative result of <1 miu/ml. The customer is not alleging any relationship between the medline hcg urine cassette and the miscarriage. A previous positive hcg result was available at the time of testing and no treatment or intervention was performed or withheld based on the negative result. There is no information to suggest that the negative medline hcg urine cassette had any impact on patient care. The patient was provided a precautions paper regarding miscarriages following the inconclusive ultrasound, suggesting the customer already suspected a potential miscarriage. There is no information to reasonably suggest the medline hcg urine cassette test caused or contributed to the patient's outcome.

Manufacturer narrative:
Additional information was received from the customer regarding this event on (B)(6) 2018. The following sections have been updated to reflect the additional information received: (date of event) updated to (B)(6) 2018. (Describe event or problem) updated to reflect additional information.